Event description:
It was reported to boston scientific corporation that while testing the retention balloon of a prolieve thermodilatation catheter during prep for a benign prostatic hyperplasia (bph) procedure (male patient, weight unknown), the balloon would not deflate. The device was removed and replaced with another prolieve thermodilatation catheter. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual examination of the returned device did not note any evidence of damage or anomalies. During a functional assessment, water was noted to leak from the anchoring balloon connector. The compression balloon appeared to be intact, no leak were observed after inflation. A syringe was used to deflate the anchoring balloon, however, the balloon could not be completely deflated. Although the cause of the reported malfunction is undetermined, it is likely attributable to the manufacturing process.